Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. It was noted the battery voltage is 2.65, pre-approaching recommended replacement time (rrt).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited unexpected longevity. It was noted that following the initial implant, the device was programmed with high outputs that were not lowered until several months following the implant, which were suspected to be root cause of the shorter longevity of the crt-d. The crt-d remains in use and will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.